Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire. Evaluation also found the insulation resistance value at the distal end did not meet the standard value due to the adhesive of the bending section cover peeling, the bending tube was deformed, the bending section cover adhesive was cracked, the water removal ability did not meet the standard value due to clogging of the nozzle, the scope connector was dirty due to water leakage, the adhesive around the objective lens was peeled, the connecting tube was wrinkled, a streak of flare in the image appeared due to peeling of adhesive around the objective lens, the universal cord was wrinkled, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope malfunctioned. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date and how the angulation malfunction occurred was unknown.